Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2022 the system was powered up at 7:08:52 am with no errors. The system was powered off at 10:54:12 am, and powered up at 11:41:09 am. This time the power manager reported 'supply voltage failure' for power supply 1 (ps1). This would cause the 'battery cannot be charged' message as reported. The next time the system was powered up on (B)(6) 2022, the ps1 was no longer reported as failed. The log confirms the complaint. The field service representative (fsr) replaced the ps1. The unit operated to the manufacturer's specification. During laboratory analysis, the product surveillance technician (pst) observed that with the power supply installed to the lab use only (luo) testing equipment, the power supply failed testing three times. The fan was not powering on and the output voltage was below the specified expected range each time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'battery cannot be charged' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.